Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear-locked position with the anchor, suture, and collagen intact. The anchor and collagen were found to have been outside of the carrier tube. The hemostasis sheath and locator were also returned, and no damage or deformation was identified on the components. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. Occupation - senior intervention laborant. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they did an antegrade ultrasound guided puncture of the arteria femoralis communis (afc). Some vascular calcifications. Normal insertion of the angio-seal device after the procedure. After ultrasound confirmation of intravascular placement and deployment of the anchor, the device was retracted as usual. Without any resistance the device was completely retracted and fully outside of the patient. After manual compression of the puncture-site the device was inspected, and the anchor and collagen were seen inside the device. Blood flow past the puncture site and in the lower extremity was confirmed. The patient was in stable condition. The procedure outcome was successful. Hemostasis was achieved by manual compression. The estimated blood loss was less than 250cc. There was no medical or surgical intervention required. There was no harm to the patient. Additional information was received on 08nov2021. The doctor had punctured the arteria femoralis communis at a fairly steep angle, certainly more than 50°.